Manufacturer narrative:
The insulin pump was received missing segments due to cracked and bleeding display glass. The functional testing could not be performed due to the cracked display glass. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the display had lines across the top half of the screen when he went to deliver a bolus. The blood glucose reading was 260 mg/dl. The screen was also cracked. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.